Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked gas and did not seal properly. The leakage occurred through the sleeve itself and not through the skin incision. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.